Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar interbody fusion at l3/4/5 due to degenerative scoliosis. Intra-op, the cage was inserted from the left of l4/5, while being hammered, physician confirmed from the perspective image that the marker looked different from usual. When the physician attempted to adjust the marker to be reflected on the true sagittal, cage broke along with a snap sound. A new cage of one size smaller was opened to deal with issue. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic visual and microscopic examination identified a portion of the top face and corner of the implant, which interfaces directly with the inserter has been broken off. Two small pieces were returned for analysis and the other part of the broken portion was not returned. Optical and microscopic examination of the implant identified a brittle fracture with rays emanating from the root of the thread tooth. The above observations are consistent with significant force applied to the implant during attempted implantation. If information is provided in the future, a supplemental report will be issued.